Manufacturer narrative:
Pt had last follow-up visit on (B)(6) 2011. At that time there was no permanent disability or impairment. No additional patient follow-up is planned or needed.

Event description:
The subject had difficulties swallowing the capsule. Additional water and apple sauce were given, but the subject vomited the capsule. He agreed to make a second effort, but experienced discomfort again and a feeling that the capsule was lodged in his throat. He vomited a couple of times and was referred to the ER for evaluation. An x-ray image showed the capsule in the gastro-esophageal junction. Since the conservative treatment of liquid and bread did not resolve the problem, a gi consolation was requested. The gastroenterologist ordered endoscopic removal due to the smartpill wedge in the lower esophageal sphincter, causing acute obstruction. The subject was transferred back to the unit in the evening, he was on a liquid diet yesterday and he will be on a puree diet for two more days.